Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the went to the emergency room due to hearing and audible alert. It was found that the right ventricular (rv) lead exhibited non-sustained ventricular tachycardia episodes of noise, short v-v¿s, and high and undefined pacing impedances. A fracture was confirmed. It was noted that a rv lead noise alert was triggered for oversensing/noise episodes and a lead integrity alert (lia) was triggered. The patient was admitted to the hospital and therapies were turned off. The following day the rv lead was capped and replaced. No patient complications have been reported as a result of this event.